Event description:
As reported, proper hemostasis was not achieved after removing a 5f mynx control vascular closure device (vcd). Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The user followed in the instructions for use (IFU). The vcd used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. At the femoral puncture site, there was little vessel tortuosity. Pulsatile bleeding was noted immediately upon removal of the device, and the sealant was confirmed to be deployed in the proper location. No issues were noted during balloon retraction or the button #2 step. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, proper hemostasis was not achieved after removing a 5f mynx control vascular closure device (vcd). Manual compression was performed for twenty minutes for hemostasis. There was no reported patient injury. The user followed in the instructions for use (IFU). The vcd used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. At the femoral puncture site, there was little vessel tortuosity. Pulsatile bleeding was noted immediately upon removal of the device, and the sealant was confirmed to be deployed in the proper location. No issues were noted during balloon retraction or the button #2 step. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 partially depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. In regards of the sealant sleeves conditions, no abnormal conditions were observed. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was not completely retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be fully performed because the device was received without sealant. However, since button 2 was partially depressed upon receipt, an attempt to fully depress it was executed and the button was able to be pressed without issues. The balloon was fully retracted as expected. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the returned device since due to the nature of the complaint and since the sealant was not received for analysis. Button two was not received fully depressed, however, it was successfully depressed during analysis and the balloon was retracted. The cause of the reported issue could not be determined without procedural films to assess plug deployment in the patient, since patient related events cannot be duplicated in the lab. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was noted that button two was not completely depressed. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.